Event description:
It is reported that the impactor became lodged in the femoral component after insertion. It took approximately 1/2 hour to remove the device using slap hammers and large, heavy mallets. Surgeon is concerned that such aggressive blows may have loosened the cement/metal interface.